Event description:
It was reported that patient with this artificial urinary sphincter (aus) presented with urinary retention one week after implant. A catheter was placed, and the urethra was ruptured adjacent to the cuff causing incontinence in the patient. The cuff was removed and replaced at a later date. There were no additional patient complications were reported.